Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-24. H6: investigation summary: customer returned 19 pen needles. These pen needles are all 4mm, 32 gauge pen needles. Their teardrop labels show that they are from lots 0133297 and 0142932. Each of these pen needles was attached to a test pen filled with saline. The pen was primed and saline was pushed through the system. The saline passed through the system and exited the distal tip of the cannula without issue. None of the pen needles were found to be clogged. No other defects or damage were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was not able to replicate or confirm the customer¿s indicated failure of the pen needles being clogged. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd ultra fine¿ pen needle 4mm x 32g was unable to deliver insulin/medication. The following information was provided by the initial reporter : material no. 320550 batch no. 0133297. It was reported that there is no insulin flow during injection. Consumer stated, 4 out of 5 pen needles do not work. Date of event: unknown. Samples: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's alternative telephone number additionally reported : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra fine¿ pen needle 4mm x 32g was unable to deliver insulin/medication. The following information was provided by the initial reporter : material no. 320550, batch no. 0133297. It was reported that there is no insulin flow during injection. Consumer stated, 4 out of 5 pen needles do not work date of event: unknown. Samples: yes.